Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "cardiovascular told me the battery is going bad. I would have to have new batteries.". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.